Event description:
Approx 5.5 hrs after insertion of iab catheter pump alarmed with iab catheter and "gas loss." Blood was noted in the tubing at this time. The catheter was clamped off and removed. A replacement was not required as the pt was in stable condition.